Manufacturer narrative:
The medical device problem code was updated. The device identification section was updated. Relevant fields of sections d and g were updated. The sodium electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the ise syringe assembly. Qc was acceptable. No qc data was provided. The customer stated qc was acceptable prior to the event. The service actions resolved the issue.

Manufacturer narrative:
The c501 module serial number was (B)(6). The field service engineer (fse) found the ise syringe mechanism had a broken guide bearing and was loose. The investigation is ongoing.

Event description:
The initial reporter complained of a negative anion gap and discrepant ise sodium electrode results for 1 patient sample tested on a cobas 6000 c (501) module. The initial result was 127 mmol/l. The repeat result was 138 mmol/l. The repeat result was believed to be correct.